Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2017 with the following findings: during investigation, the data from the date of the original complaint has been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a low blood glucose excursion. The reporter did not provide any values or symptoms of hypoglycemia. The alleged excursion does not meet the criteria for an adverse event. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.